Event description:
It was reported that this insertable cardiac monitor (icm) had been implanted into the same pocket that was created for a previous icm device from another manufacturer. A few weeks later the patient reported they had pulled hard to remove the steri-strips which might have opened the wound in the process, and the icm wiggled out of the pocket and was removed. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete insertable cardiac monitor (icm) was confirmed to have been returned for analysis. Visual inspection noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this insertable cardiac monitor (icm) had been implanted into the same pocket that was created for a previous icm device from another manufacturer. A few weeks later the patient reported they had pulled hard to remove the steri-strips which might have opened the wound in the process, and the icm wiggled out of the pocket and was removed. The device was returned for analysis. No additional adverse patient effects were reported.